Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified malfunction occurred. The date of the event is an approximation. An email was received from a customer account support specialist stating, ¿patient hospitalized, want to have it reported.¿ no additional details were provided in the email. Follow-up attempts by technical support to contact the patient for further information were unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.